Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 1628664-2019-00009 under a different suspect device. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated ldh results generated on the architect analyzer for one patient. The results provided were: (B)(6) 2018 = 1020u/l which was reported and questioned by the nurse; the sample was retested = 388u/l; another sample from the same patient same day was tested = 201u/l. There was no reported impact to patient management.

Manufacturer narrative:
While on site, the field service engineer (fse) reviewed the instrument log and noticed an aspiration error. The fse replaced the sample probe and calibrated. Return testing was not completed as returns were not available. A review of the service history for the architect c8000, serial number (B)(4), identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the sample probe was replaced. The architect systems operations manual addresses operational precautions and limitations; component replacement; and addresses observed problems for erratic results, including, but not limited to the troubleshooting performed by the fse. A 12-month review of complaints for the architect platforms identified no trends for the architect c8000 or the sample probe similar to the issue described in this ticket. Based on the investigation no product deficiency was identified for either the architect c8000, serial number (B)(4), or the sample probe, list number 01g48-04.